Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg ranged from 41-75 mg/dl). Food was consumed to address bg. After reviewing pump settings, the healthcare provider (hcp) did not believe the settings needed adjustment. Customer and hcp alleged pump was delivering too much insulin. Tandem technical support reviewed pump data; no device issues were found. It was observed that the customer does not stop insulin delivery or disconnect from the pump when treating for low bg. Customer acknowledged. Customer continued using the pump and had insulin injections available, if needed.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user between (B)(6) 2018 and (B)(6) 2018. The depletion of the volume of insulin in the cartridge was reviewed and compared to the requested delivery. On 7:30am on (B)(6) 2018 the pump estimated there was 300 units remaining in the cartridge. Throughout the day and the next morning, the user requested 109.2 units via bolus and 66.5 units were delivered via basal. The pump estimated there was approximately 125 units remaining in the cartridge at 9:26am on (B)(6) 2018. Cartridge change sequence was completed on (B)(6) 2018 and the cartridge was loaded with 341 units of usable insulin. Throughout the remainder of the day the user requested 54.1 units via bolus and 63.8 units were delivered via basal. The pump estimated there was approximately 225 units of insulin remaining in the cartridge at 12:45 am on (B)(6) 2018. Boluses delivered by the user on both (B)(6) 2018 and (B)(6) 2018 were manually requested by entering units of insulin to be delivered without entering current bg level or carbohydrate gram values. User made bolus requests while still having insulin on board (iob). Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence on (B)(6) 2018 insulin would be delivered, and this could cause bg levels to drop. There was no evidence observed in the logs that could support that the device over delivered insulin.